Event description:
It was reported that about one hour post pacemaker change- out, the patient returned to the operating room due to passing out and bradycardia below 30 bpm. The ventricular threshold was 5.5 v, 0.8 ms and impedance 2 30 ohms bipolar, 180 ohms unipolar. A chest x-ray revealed right ventricular lead dislodgement. When opening the pocket all pacing was lost. The lead was removed and replaced. No additional complications occurred.

Manufacturer narrative:
Final analysis revealed that the proximal insulation was abraded from 46.5 cm to 47 cm, due to friction with another implantable device, which could have caused the reported threshold and impedance anomalies.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.